Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing episodes of auto-inflation. The patient stated that the device had been auto-inflating at random times at least once daily since the activation appointment. This has caused inconvenience due to visible inflation under clothing. Troubleshooting steps were discussed, including ensuring complete deflation by fully depressing the deflation button and deflating multiple times after use. The patient was advised to monitor the situation and contact the physician if the issue persists. A revision procedure was discussed as a potential last resort. There were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing episodes of auto-inflation. The patient stated that the device had been auto-inflating at random times at least once daily since the activation appointment. This has caused inconvenience due to visible inflation under clothing. Troubleshooting steps were discussed, including ensuring complete deflation by fully depressing the deflation button and deflating multiple times after use. The patient was advised to monitor the situation and contact the physician if the issue persists. A revision procedure was discussed as a potential last resort. There were no further patient complications reported.

Manufacturer narrative:
Correction to field h6: evaluation conclusion codes the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The reported patient symptom of discomfort is a known risk associated with this device type and indicated as such in the instructions for use.